Manufacturer narrative:
Batch review performed on 22 july 2016. Lot 1410927: (B)(4) items manufactured and released on 26 june 2014. No anomalies found related to the problem. To date, (B)(4) other similar events have been already reported on items of the same lot. Not yet received.

Event description:
During a primary spine surgery, when the surgeon was preparing a path for the screw, the compression screw broke. The pieces were recovered. Since the surgeon had completed preparing the path, the surgeon continued with the surgery. There was no patient harm. The surgery was completed successfully. Instrumentation is being sent back to medacta international.

Manufacturer narrative:
On 20 october 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the alif compression screw is without the tip. We have received back the main part of the instrument but not the broken tip as shown in the pictures provided by the reporter. The functionality of the instrument is completely compromised. The fracture is a fragile. The root cause is the high bending of the instrument itself when is mounted into the plate hole. Due to the fragile fracture it seems difficult that the instrument was already damaged in the previous case.